Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/20/2020. Additional h3 device evaluation summary photo: only a picture was returned for analysis. Upon visual inspection of the picture, a needle with the tip broken could be observed. However, no conclusion could be reach on how this happen as the sample was not returned for analysis.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pd2377, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle tip broke. There were no adverse patient consequences reported. No additional information was provided.